Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The customer had allowed the iabp unit to charge overnight before the stm arrived onsite and the stm verified that all the leds were lit, and the display screen showed about a ninety five (95) percent charge. The stm started the battery runtime on the first battery and it failed, and the second battery failed as well. To correct the issue, the stm installed new batteries, then verified that the batteries were charging. Subsequently, the stm completed a full safety, functionality, esi, and calibration check and all tests passed to factory specifications. The iabp unit was then released to the customer and cleared for clinical use.

Event description:
It was reported that during a service/test performed by the customer before releasing the cardiosave intra-aortic balloon pump (iabp) for use, the battery runtime test failed. It was later reported by the customer that the batteries were fully charged, all leds were lit up, and the display showed a full charge, but the batteries failed within 30 minutes. There was no patient involvement and no adverse event was reported.